Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prongs on the jaws of the medium-large clip applier instrument were observed to be bent after the instrument was not firing correctly. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue did not occur while loading the clip applier (prior to being inserted into the patient). The issue occurred prior to clip application (instrument in patient). The issue did not occur while the surgeon attempted to clamp on a vessel or tissue bundle. The customer observed a misaligned tip. The issue was related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was not related to unsuccessful clip application. The issue was not related to clip opening after closure of the clip. The intuitive clips were the type of clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the 1st application. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.